Event description:
A report was received that the trial patient was admitted to the hospital due to spinal meningitis. The symptoms were headache and general malaise. The physician believes the infection was procedure related. The patient was admitted to the hospital the day after the lead pull. The patient was given IV antibiotics. The patient is reportedly doing well and the symtopms have resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: st linear trial lead with pre-loaded 0.014" stylet - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.